Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power supply was damaged with exposed wires. The power supply was replaced to power on the unit. The caused of the damaged power supply could not be conclusively determined.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply.